Event description:
It was reported that pump experienced malfunction with software error message and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction, and technical support was unable to provide pump reset information at that time because customer did not have charging cable while at work, so customer was advised to call back later for assistance and case was left open.